Event description:
On 03/18/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The deployment was uneventful with immediate hemostasis. Three hrs later the pt was ambulating and a bleed was noted. Manual pressure was held for 20 minutes resulting in hemostasis. The pt was placed on bedrest for an add'l 2 hrs. Again when he attempted to ambulate, bleeding was noted which was controlled by 20 minutes of manual pressure. Again the pt was placed on 2 hrs of bedrest and again bled when attempting to ambulate. Manual pressure helf for 30 minutes and hemostasis achieved. The pt was kept overnight for observation due to bleeding. On 03/19/1999 the pt was discharged in satisfactory condition with no sequelae noted. As of 04/21/1999 there has been no further report to the MFR of complication or add'l pt sequelae.